Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed; however the resistance with the introducer sheath/guiding catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a moderately calcified right popliteal and right superficial artery stenting procedure, a whisper guide wire was advanced and there were multiple balloon inflations. The whisper guide wire was removed to attempt a guide wire exchange for the stenting, but the new .035 guide wire would not cross the lesion. The whisper guide wire was advanced again with force to go around the horn and resistance was felt between the whisper guide wire and the non-abbott guide catheter or unspecified sheath. There was resistance with removal of the whisper guide wire and the tip of a whisper guide wire separated inside the patients anatomy inside either in the non-abbott guide catheter or the unspecified sheath and a snare was used to remove the guide wire successfully. Reportedly, the physician does not know if it was the angle and interaction with support catheter/sheath or faulty construction which caused the guide wire to separate. A new .035 guide wire was used to successfully cross the lesion to stent with the same guiding catheter and sheath. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.